Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator had post-paced t-wave oversensing causing nonsustained oversensing episode recordings. The patient was stable and would continue to be monitored. No further information was available.